Manufacturer narrative:
The customer is not using the correct standard tube rack adapters (sdtas) for the cobas e 411 instrument. Product labeling states: "not using a 13 mm sdta with 13 mm tubes or incorrect use of a 13 mm sdta may cause incorrect results or errors. Always use 13 mm sdtas with 13 mm tubes." The field service engineer (fse) replaced a loose part of the sample pipetting unit (the splash guard), and the customer has had no further issues. The investigation determined the event was due to the loose splash guard. The service actions resolved the issue.

Manufacturer narrative:
The prolactin reagent lot number was 821070 with an expiration date of 28-feb-2026. The field service engineer (fse) found the instrument was producing a liquid level detection (lld) alarm that the customer was ignoring. It was found that the splash guard was loose and not in place correctly. The customer has had no further issues with results, and the lld alarms are no longer occurring. It was noted that the customer is not using the correct standard tube rack adapters (sdtas) for the instrument. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys prolactin assay (prolactin) on a cobas e 411 analyzer (disk system). The initial result was 0.1 ng/ml. This result was "too low," and the sample was repeated. The repeat result was 5.9 ng/ml. The questionable result was not reported outside of the laboratory.